Event description:
Philips received a complaint by the customer on the v60 indicating that the unit produced no air flow. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit produced no air flow. The customer replaced the blower assembly, but this did not resolve the reported issue. The remote service engineer (rse) then advised the customer to replace either the flow sensor assembly or gas delivery system (gds). The rse provided the customer with the part number of the flow sensor assembly and gds to order and replace. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the blower assembly and gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.